Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for the complaint device. However, data was available for transmitter (B)(4). The reported event was confirmed. The root cause was the transmitter and app were unable to establish a connection.